Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 200 mg/dl to over 400 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.